Event description:
Device was returned for touch input failure. It was found the touch input cable was not seated. The latch was closed. No additional damage.

Event description:
The following has been reported: biomed reported: touch screen problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.